Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-12363. Related manufacturer reference number: 2017865-2020-12364. It was reported that the patient presented with a topical skin infection. The entire system including the pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted on (B)(6) 2020. A new system was implanted on the right side on (B)(6) 2020. The patient was in stable condition.